Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become .available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (480 mg/dl). The pump supplies were changed. A bolus via the pump was delivered and/or insulin injections were used to address the bg level. The cause of the high bg was not known. As the event had occurred in the past, tandem technical support advised the contact to discuss the high bg with a healthcare provider.